Event description:
It was reported that due to pain in the patient's left lower abdomen right below where the balloon was implanted and the tubing lay/connections are made, the patient had his artificial urinary sphincter (aus) revised. The patient stated that the tubing/connections may be laying on or interfering with the spermatic cord. The physician repositioned the patient's tubing deeper into the tissue, and left the device implanted, and in service. The patient's original surgery was in 2016 and his device was in perfect working order. The patient outcome was fully recovered after this procedure.